Event description:
It was reported that the day after implant, a 12 second pause was noted on telemetry during which the patient felt light headed, and it was noted that the thresholds on the right ventricular (rv) lead had increased. It was suspected that lead was oversensing and inhibiting pacing in the right ventricle, however, an x-ray showed the lead had dislodged, and was now in a lower position in the rv. The left ventricular (lv) lead outputs were reprogrammed as compensation, and the rv lead was repositioned the following day and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.